Event description:
Reporter stated that 2 of the device's internal contacts were blackened. No pt or operator injury was reported. Technical support requested the return of the suspect product and replacement product was shipped.